Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic female patient who underwent a primary breast augmentation with 345cc mentor memoryshape breast implants experienced bilateral device migration post-operatively. The patient reported that the implants were shifting upside down and sideways. As a result, the patient underwent explantation and replacement with 375cc mentor memorygel breast implants, catalog # 3503754bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2017. This medwatch report is for the right-sided implant.